Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for explant of a pacemaker, right ventricular lead, and right atrial lead due to infection. The system was explanted and replaced. The patient was stable before, during, and after the procedure.